Event description:
The customer reported to olympus that the front panel would black out intermittently while using the visera elite ii video system center. The issue was found during general inspection, and there was no patient or procedural involvement with this event.

Manufacturer narrative:
The device is expected to be returned for evaluation, but has not yet been received. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the front panel intermittently blacking out was confirmed. Additionally, a color bar was displayed on the monitor. Based on the results of the investigation, the root cause of the front panel failure and color bars was a circuit board failure. Olympus will continue to monitor field performance for this device.